Manufacturer narrative:
Based on the production lot record investigation of lot 50256 as well as the manufacturing process inspection, no abnormalities were found with the pen needles. The affected device was returned to the cmo for actual product testing, during device testing the cmo did a simulation test of the needle rigidity and found no abnormalities or malfunctions.

Event description:
End user reports that while injecting pn item number 829021, lot number 593211 into the skin, the cannula will bend and not pierce the skin tissue.

Manufacturer narrative:
Initial trend analysis for lot 593211 was conducted, no malfunctions were found. This is the only complaint for lot 593211. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports that while injecting pn item number 829021 lot number 593211 into the skin, the cannula will bend and not pierce the skin tissue.

Manufacturer narrative:
Based on the production lot record investigation of lot 50256 as well as the manufacturing process inspection, no abnormalities or malfunctions were found.

Event description:
End user reports that while injecting pn item number 829021 lot number 593211 into the skin, the cannula will bend and not pierce the skin tissue.